Event description:
Additional information has been requested and received upon subsequent inspection, a dent was identified on the iol, necessitating cancellation of the implantation.

Manufacturer narrative:
Additional information was provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3. And h.11. Reported product evaluation: results - a sample was not received at the manufacturing site for evaluation for the report of resistance while turning the injector and damaged iol; therefore, the condition of the product could not be verified. Assessment findings unknown lot number: the reported product's lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Three photos attached to the parent complaint were reviewed by the investigation site. The first photo showed the closed lens case and a monarch cartridge. The second photo showed a yellow single-piece lens posterior surface up in a lens case base. The third photo was of the additional label set. The reported issue of resistance while turning the injector could not be confirmed from the photo review. One photo with two images attached to the parent complaint was reviewed by the investigation site. The first photo showed the closed lens case and a monarch cartridge. The second photo was of the additional label set. The reported issue of resistance while turning the injector could not be confirmed from the photo review. Root cause determination inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product's instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact alcon immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, resistance was encountered with a hard stop while turning the company injector. The procedure was not completed. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Event description: the non-healthcare professional stated report by doctor- I am formally reporting an incident involving a company +25 d iol with company cartridge. During a standard iol implantation procedure, resistance was encountered with a hard stop while turning the company injector. Customer technical inquiries: none received - no technical inquiries were received from the customer. Reported product evaluation: results - a sample was not received at the manufacturing site for evaluation for the report of resistance while turning the injector; therefore, the condition of the product could not be verified. Assessment findings: unknown lot number: the reported product's lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Three photos attached to the parent complaint were reviewed by the investigation site. The first photo showed the closed lens case and a company cartridge. The second photo showed a yellow single-piece lens posterior surface up in a lens case base. The third photo was of the additional label set. The reported issue of resistance while turning the injector could not be confirmed from the photo review. Root cause determination inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.